Event description:
Pt also has chronic elevated rv threshold. Physician elected to implant new rv pace/sense lead and utilize existing shock lead for defibrillation. Lead was partially capped. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.